Event description:
As reported by the legal, over a period of time, the patient's right knee began to suffer from symptoms associated with excessive wear of the exactech knee devices, including but not limited to pain and lack of mobility. As a direct and proximate result of the failure of the exactech devices, patient has been required to undergo surgical removal of the exactech devices, and now has components with decreased longevity.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical device(s): 5242937, 02-010-04-0330 - logic cr femoral por, right, sz 3; 4984788, 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t; 4954612, 200-02-32 - three peg patella 32mm; 5269011, 201-78-15 - holding pin mini sharp point 4 pk; 4950786, 201-78-82 - collar fixation pin 2pk 40mm, quick release.

Manufacturer narrative:
1038671-2024-04447 a2: added the following: date of birth. A3: added the following: gender. B1: corrected the following: type of report (check all that apply). B2: corrected the following: outcomes attributed to adverse event (check all that apply). D6b: added the following: if explanted, give date. G1: corrected the following: reporting contact first name, reporting contact last name, reporting contact facility name, reporting contact address line 1, reporting contact us city, reporting contact state (select from FDA approved list), reporting contact us zip code(55555) or (55555-4444) or foreign postal, reporting contact country (select from FDA approved list). H6: corrected the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening. The reported prosthesis wear and femoral loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.